Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10 and h3: it was initially reported the device would be returning. Subsequent information indicates the device is not available for return.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, a suture break occurred and not a cuff miss (no suture present when the needle plunger was removed after deployement) as initially reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, the reported suture separation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, inability to maintain position/stability of the device during deployment, suture pulled until it breaks. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d10, h3 - it was previously reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. H6: removed device code 1142.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. Another proglide suture was successfully pre-placed. The sheath was upsized to greater than 8.5f and the pevar procedure was completed. Hemostasis was achieved with two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.